Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 250ml of an unspecified "flush" solution. At an unspecified time, an unspecified secondary tubing set was connected to the primary tubing set for piggyback delivery of three unspecified medications that were delivered sequentially. The piggyback deliveries were reported to be, "premedications for chemo, to prevent allergic reaction. After the third piggyback medication was delivered, the nurse noted that the drip chamber of the primary tubing set was "completely full" and reported the 250ml primary solution container "clearly had more than 250ml of solution in it." The customer contact reported, "the piggyback meds had backed up into the primary bag." The customer contact indicated that the solution in the primary solution container was delivered to the pt. It was reported that after the premedications delivery was completed, the delivery of the unspecified chemotherapeutic agent was initiated. The customer contact reported, this added approx 35 mins to the pt's treatment time. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.